Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung disease. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil observed customers humidifier heater plate did not heat. Pil used a pil supplied known good base device on customer¿s humidifier. Manufacturer observed the customer¿s humidifier did operate on the pil supplied known good base device humidifier inoperative could possibly be due to a thermal event on j9 humidifier connector on the pca. Manufacturer observed intermittent power loss. Possibly a faulty j8 dc power jack on the pca. Manufacturer observed the following sound abatement degraded foam indications: black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Manufacturer was able to confirm the presence of degraded sound abatement foam. Secondary findings: 32 errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Thermal event at j9 humidifier connector. Intermittent power loss. Possibly a faulty j8 dc power jack on pca. Dust-like contamination throughout humidifier enclosure and water tank. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to address the symptoms specified. Box b and box h were updated in this reported.